Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test or verify operating currents, motion sensor test failure alarm and motor position encoder error alarm due to motor error alarms. Insulin pump was received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump alarmed motion sensor test failure error. The device did not pass the displacement test. The customer's high blood glucose was 289mg/dl. The customer declined to troubleshoot for high blood glucose. The customer reported that his blood glucose went up to 400 mg/dl. The insulin pump was returned for analysis.